Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-apr-2026. [Additional information]: on 07-apr-2026, additional information was received. The information indicated that the procedure was targeting a ¿small clot.¿ per the information, the bleed was ¿possibly¿ secondary to a vascular injury. The cereglide 42 catheter made only one (1) pass. There were no malfunctions / performance issues related to the cereglide catheter. There was no physical damage noted on the cereglide upon its removal. The reported event did not result in any clinically significant delay in the procedure. No further information is available / can be obtained. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a known potential complication associated with the use of the cereglide42 catheter and is mentioned in the instructions for use (IFU) as such. There was no alleged quality issue related to the used device, as the device performed as intended. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. The treating physician acknowledged that the catheter was not suitable for the vessel size. It is important to note that the cereglide42 catheter is indicated for revascularization in intracranial large vessel occlusions, including the m1 and m2 segments middle cerebral artery. In this case, the device was used in the m3 segment, a smaller caliber vessel, with increased susceptibility to vessel injury when using devices intended for larger proximal vessels. It was reported that the hemorrhage did not result in permanent impairment, as no worsening of patient¿s symptoms was observed. However, the patient remains hospitalized and under observation for blood pressure management (further investigation is required to clarify whether the patient¿s hospitalization was prolonged due to the event). Blood pressure management in this context is a targeted intervention intended to prevent hemorrhage expansion, increased intracranial pressure, and subsequent neurological deterioration. Given the absence of confirmed full recovery, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2026, during a mechanical thrombectomy procedure targeting an occlusion in the m2 and m3 segments of the middle cerebral artery (mca) to treat an ischemic stroke, devices were used in accordance with the instructions for use (IFU). The 144 cm cereglide 42 catheter (nic42144c / lot# unknown) was used via the adapt (direct aspiration first pass technique). The physician measured the target vessel at the presumed occlusion site and selected to use the cereglide 42 catheter accordingly. However, after advancing the cereglide 42 to the intended target location, the actual occlusion site was found to be slightly more distal. Therefore, the catheter was advanced further, and aspiration was initiated. Vessel recanalization was achieved on the first pass with a tici score of 2c (near complete reperfusion), but a hemorrhage was observed on imaging at the end of the procedure. No specific treatment was performed to treat the hemorrhage. The physician assessed the hemorrhage as non-serious (moderate / mild in severity) as there was no notable worsening of the patient¿s symptoms. There is a relationship of the adverse event to the device. The physician¿s comment on the relationship between the event and the product as follows: ¿although the immediate cause of the hemorrhage was attributed to the cereglide 42, it was not due to any defect of the product itself but rather because the catheter was not suitable for the vessel size. The catheter had such high trackability that, although the initially presumed occlusion site was more proximal, the physician continued to advance it and ended up reaching the more distal actual occlusion site.¿ the physician also commented that ¿although the position of the balloon guiding catheter was low, the cereglide 42 catheter still demonstrated very strong trackability, and therefore he evaluated the catheter positively.¿ at the time of the complaint reporting, the patient has shown no negative impact and is currently hospitalized and under observation, with only blood pressure management being continued. Continuous flush was maintained during the procedure. On 30-mar-2026, additional information was received. Per the information, the patient has no symptoms / deficits. The information confirms post-procedure tici score is 2c.